Manufacturer narrative:
Citation: fagundes et al. Does transesophageal echocardiography justifies the use of general anesthesia during transfemoral transcatheter aortic valve replacement (tavr) in high risk patients? European journal of anaesthesiology. 2013; volume 30 supplement 51, p 69, 4ap5-9. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding the use of transesophageal echocardiogram (tee) during transfemoral transcatheter aortic valve replacement (tavr) procedures. All data were collected from a single center between july 2009 and july 2012. The study population included 60 patients (mean age 83 years), all of which were implanted with medtronic corevalve (serial numbers not provided). The patients were divided into two groups: group I included patients under conscious sedation and local anesthetic, and group ii included patients under general anesthesia with tee monitoring. In group I adverse events included 10 cases of aortic regurgitation (ar) greater than mild after implantation requiring some additional procedure; before discharge there were two cases of moderate ar and one case of severe ar. In group ii adverse events included 13 cases of ar greater than mild after implantation requiring some additional procedure; before discharge there were 2 cases of moderate ar. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.